Manufacturer narrative:
No product has been returned for investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, (coaguchek or accu-chek inform or accutrend) strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with an accu-chek inform ii meter (serial number unknown). The patient was tested using the meter and the glucose result was 454 mg/dl. Five minutes later, the patient was tested again with the meter and the glucose result was 166 mg/dl.